Event description:
It was reported to boston scientific corporation that a hedgehog brush was used during scope cleaning on (B)(6) 2019. According to the complainant, after scope cleaning, upon checking on the brush tip, it was noticed that the tip of the brush was missing. The endoscope channel was checked using x-ray to see if the brush had detached and got stuck in the scope during cleaning. However, the tip of the brush was not found. The scope was sent to the manufacturer, for maintenance and inspection. There was no patient involvement with this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code 1069 captures the reportable event of brush break. Block h10: one hedgehog brush was received for analysis. A visual analysis of the returned device found that one brush head was missing. The tubing in which a brush should have been attached was jagged. The jagged edge of the tubing suggests it had been broken off. No other issues were noted. Based on the evaluation of the returned device, the damage is consistent with forceful application of the brush through a scope. The valve brush had bristles missing from center section. The damage is consistent with forceful application of the brush, through the valve port. The most probable cause of the reported event is failure to follow instructions, which indicates that the problem is traced to the user not following the manufacturer's instructions. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog brush was used during scope cleaning on (B)(6) 2019. According to the complainant, after scope cleaning, upon checking on the brush tip, it was noticed that the tip of the brush was missing. The endoscope channel was checked using x-ray to see if the brush had detached and got stuck in the scope during cleaning. However, the tip of the brush was not found. The scope was sent to the manufacturer, for maintenance and inspection. There was no patient involvement with this event.